Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead had exhibited pacing impedances less than 200 ohms in both unipolar and bipolar configuration. The patient underwent a revision procedure and this lead was surgically capped as it was a chronic lead. No additional adverse patient effects have been reported.